Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set.  The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as: (B)(4).

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. Treatment for peritonitis was not reported. The patient was discharged from the hospital four days after admission. On an unreported date the patient was retrained on aseptic technique. The patient has recovered from the peritonitis event and dianeal therapies were ongoing. Additional information was requested, but was not available at this time. This is report 1 of 3 involved in this event.